Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump,u.s. Ship kit, model #: m-5491-02, serial #: (B)(4). Non bwi - reprocessed - coronary sinus catheter. Non bwi - reprocessed - rv quad. Non bwi - reprocessed - soundstar. Non bwi - sheath (arrow). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that while mapping during an idiopathic ventricular tachycardia (idvt) procedure, the patient's blood pressure dropped and it was confirmed through ultrasound that there was a pericardial effusion. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and under observation. Upon request, the bwi field representative provided additional information on the event. During the mapping phase of the procedure, a slight drop in blood pressure occurred. It was discovered through intracardiac echo and surface echo that the patient had a pericardial effusion. The physician felt that the issue occurred while mapping the right ventricular outflow tract. The physician did not experience any difficulty in manipulating the catheter. The flow setting was set to 2ml. The sheath used was the arrow. The act was in the 300-350 range. During and after recovery, it was observed that several long sinus pauses occurred, accompanied with bouts of afib. The physician implanted a pacemaker the following saturday. The patient was discharged and doing well.